Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during a stent placement procedure, the guidewire allegedly stuck in the device after the stent was deployed. There was no reported patient injury.

Event description:
It was reported that a 0.035 inch guide wire allegedly got stuck in the stent delivery system after stent deployment. The indication for the stent placement was a stenosis in a right forearm loop graft of a dialysis access. As reported the device has been properly flushed prior to use. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the delivery system returned, it is confirmed that a device compatible guide wire got suck inside the device. N this case it was reported that the device was flushed prior to use and a device compatible guide wire has been used. The reported stent placement to treat a stenosis in a right forearm loop graft of a dialysis access represents an off label use of the device. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Regard preparation and use of accessories the instruction for use states: "the catheter tip is tapered to accommodate a 0.035¿ (0.89 mm) guidewire. Prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." The reported application of the device represents an off label use of the device. Based on the instruction for uses the device is either intended to be used for the treatment of illiac occlusive disease or for the treatment of biliary strictures. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.